Event description:
Upon plugging the equipment into the wall plug, the machine showed an error message. Machine was reset by unplugging and plugging back in but still gave an error message. Novasure was rendered broken and unable to use at the time.

Event description:
Upon plugging the equipment into the wall plug, the machine showed an error message. Machine was reset by unplugging and plugging back in but still gave an error message. Novasure was rendered broken and unable to use at the time.

Event description:
Upon plugging the equipment into the wall plug, the machine showed an error message. Machine was reset by unplugging and plugging back in but still gave an error message. Novasure was rendered broken and unable to use at the time.